Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is 545. The rate of occurrence has been relatively constant. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that due to high sic counts since implant, device might be oversensing. There was no oversensing in any of the episodes that were reviewed. Device is still in use. No patient complications were reported as a result of this event.